Event description:
The customer reported the device alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the ventilator was not in use on a patient. The customer provided some error codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician indicated that the data acquistion to motor controller cable will be replaced to address the issue.